Event description:
On (B)(6) 2020 around 11:25am, the pump was programmed to infuse magnesium 2gm over 2 hours at a rate of 25ml/hr for a total of 50ml, prior to the patient's cardiac catheter lab procedure. It was reported that the pcu device was incorrectly programmed, which caused an overinfusion. There was no patient impact or harm, and the patient was discharged home post procedure recovery time on the same date. Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s complaint of over infusion due to a programming error was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. Dried fluid was observed on the female iui, on the male iui and inside door, on the rear case under the female iui and under the membrane frame. The administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Review of the pcu error log showed, on the reported event date at 2:31 pm, the pcu recorded a keypad failure (110.6020.1). Analysis of the pcu event log showed, on the reported event date, the pcu was powered on at 10:12 am and a new patient and same profile were selected. At 10:16 am, the suspect device was selected and programmed a basic infusion at a rate of 25 ml/hr (vtbi= 50 ml). At 11:16 am, the suspect device alarmed for air in line. At 11:18 am, the suspect device was selected and programmed a delay for 10 minutes. However, the suspect device was channeled off approximately three (3) minutes later. At 11:47 am, the pcu was channeled off. Total volume infused between 10:16 am and 11:47 am= 25.151 ml. Concentricity testing was performed on the primary administration set¿s pumping segment and was found to be in specification. The device was found to be slightly out of specification however no programming errors were found on the source device. The root cause of the customer complaint of over infusion due to a programming error was not identified. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (03/01/2010). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/09/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient diagnosis: chf (congestive heart failure), and coronary atherosclerosis.

Event description:
On (B)(6) 2020 around 11:25am, the pump was programmed to infuse magnesium 2gm over 2 hours at a rate of 25ml/hr for a total of 50ml, prior to the patient's cardiac catheter lab procedure. It was reported that the pcu device was incorrectly programmed, which caused an over-infusion. There was no patient impact or harm, and the patient was discharged home post procedure recovery time on the same date. Although requested, further information was not provided.